Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: this device is used in the orthopedic cable system and the sternal zipfix system and used for cutting cables and the zipfix implants. Information is provided per technique guides. The device shows some chips along the cutting edges on the instrument, which may prevent the device from functioning as intended. A definite root cause could not be determined; a possible root cause could be wear and tear on the multiuse device including many sterilization cycles throughout its 1+ year lifespan may have resulted in the complaint description. The relevant drawings for the instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing date: sep 11, 2014. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection on 11-sep-2014. The raw material for the handles is corresponding to specifications. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some items were found to be malfunctioning during an equipment check. One (1) flexible shaft connector was found to be in pieces. One (1) cable cutter was broken. The tip of a hex key was found broken, and the tip of an insertion handle guide was worn. There was no patient involvement or surgical involvement. This is report 2 of 4 for (B)(4).